Event description:
Information received indicates the valve was removed due to stenosis, as seen on echo. Device inspection at retrieval noted pannus present with mineralization of the right cusp (annulus) found and no obvious endocarditis seen. The valve was replaced with no additional consequence reported for the pt.